Event description:
It was reported that non-sustained rv oversensing episodes was observed on merlin.net device transmission. Further review of the episodes noted possible myopotential oversensing. The patient was asymptomatic. Programming change was recommended.